Event description:
Complainant alleged that while the nurse was transporting, the device she felt a shock. Complainant indicated that it may have been a static-electric shock. Complainant indicated that there was no adverse effect to the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device. The device went through electrical, leakage and functional test and performed to specification. Trend analysis for reports of this type does not indicate an increase in frequency.